Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A hematoma had developed in the patients wound and the wound was to be opened, resulting in an emergency operation. When the wound was opened, the hematoma was removed and cleaned as it had accumulated considerably. As the wound was slightly open and the patient had previously undergone valve replacement, the decision was made to remove the entire system as a precaution.